Event description:
Endoscopy and capsule study completed for patient. Camera capsule retained by patient. Failed attempt to retrieve via endoscopy and surgery required to retrieve foreign body. Surgery was completed, patient discharged 4 days later.